Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - unit was received with the lock having both rotational and lateral movement and a residue buildup is present. Upon disassembly, it was noted that the index knob and the lock needed new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads, and the set screw in the swivel base was tight. General maintenance and cleaning is also required. Root cause - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The index knob was difficult to turn, requiring replacement of worn parts and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was difficult to ratchet close. The device was in contact with a patient; however, there was no patient harm or delay in surgery.